Event description:
Solicited, per pt, when she went to use remodulin, some of the medication bubbled out of the vent in the spike. Pt lost medication. No other info known. Prescriber has not been notified. Reported to (B)(6) by pt/caregiver.